Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, sensor insertion felt funny and when they removed the applicator from the sensor pod the tip of the applicator needle looked blunt. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.